Event description:
The patient experienced a loss of stimulation. Upon revision, it was found that the titan part of the anchor was disconnected from the silicon rubber. The patient was without stimulation and a surgical lead is considered pending case by case approval.

Manufacturer narrative:
(B) (4): the device is included in the medical device safety alert, titan anchor field action, physician communication (october 27, 2009).